Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room. It was stated that the blood glucose reading was unsure, but more stable than usual. The glucose level reading at time of call was 157mg/dl. It was mentioned that the customer is double amputee and had an infection in his leg. The customer was very weak, vomiting, and had a fever. The caller mentioned that the infection went into kidney stones, and currently he has heart problems. No further information was provided.